Manufacturer narrative:
Note: some device information is unknown at this time but have been requested (serial number, lot number, manufacturing date, expiration date, implant date, and UDI). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-01535. It was reported that the patient's ipg could not be put in MRI mode. Diagnostic testing revealed reflected low impedance readings. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the leads were replaced. Effective therapy was restored.